Manufacturer narrative:
Evaluation codes: results - (other): there was no lens in the box. However, the visual inspection of cartridge sfc-25 fp, lot number 1190485, showed evidence of surgical residue and no visible damage.

Event description:
The md attempted to implant a collamer lens with model cc4204bf. The facility stated that the sfc-25 fp cartridge with lot # 1190485 felt very tight. The lens then jammed inside the cartridge as it was being advanced, prior to implantation. The lens was not implanted and there was no pt injury. The facility believes that there was a problem with the cartridge. An msi-pf injector was used and the lot number was not provided by the facility.